Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned and was intact and functional with no discoloration. The device weighed 331.7 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. D4.

Event description:
Left-side capsular contracture, baker grade 2-3.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 2-3 and left-side double capsule. Double capsule date of event: (B)(6) 2025.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: h6. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.